Event description:
Pt underwent an underscribed surgical intervention for ocular melanoma on 11/22/1999 and rec'd an ocu-guard wrap. In 01/2000, he experienced suture line dehiscence and required "repair".